Manufacturer narrative:
Continuation of d10: product ID: 3093-28, lot#: v693902, implanted: on (B)(6) 2011, explanted: on (B)(6) 2017, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. The patient clarified that their lead had broken and that they had gone to the hospital. The patient also mentioned pain from the device and that getting it implanted had been rough.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they didn¿t' think the lead broke, but the patient did take a fall and felt some hip pain from the device after the fall. It was reported the device had been discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastroninterstinal /pelvic floor. Its was reported that patient ins was broken and patient started experiencing severe pain. Patient stated that it started with back aches then she had diarrhea. Patient also reported that she felt like she was going to throw up and was having lots of hot and cold flashes and felt sick. Patient also reported that before the severe pain, they experienced shooting pain near the stimulator and that they turned the stimulator off but was still having the pain. They further reported that they woke up with a metal taste in their mouth and their leg was swollen and went to the emergency room. . Patient reported they experienced pain in their neck and feet and that they were unable to pee. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was asked what circumstances that led to the broken implantable neurostimulator (ins), pain and inability to pee. Their response was that the ins caused them severe back pain. Further stating their medical records state they had a trip to urgent care and immediate care thinking they had a kidney stone the pain was so severe they had a contrast CT scan. After the contrast CT scan they were referred to urology at dr. Evan's office because they could not find out why the pain was so severe that the device caused them. They stated their weight went up during the event their weight was (B)(6) pounds. They device made them swell so they gained (B)(6) pounds when it broke. They further stated their body was sick and they were not eating and the device caused severe pain. When their device broke they had severe back pain and they did not replace the unit. They further stated this information was post-breakage, and the device never provided pain control/relief and they did not think the device worked for pain.